Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had a potassium rider (dose, programmed amount and delivery rate unknown) started at 05:08 and at 08:40 the pump alarmed indicating the infusion was complete but none of the potassium had infused. It was attempted to restart the infusion with the same pump but after witnessing no drips falling in the drip chamber the pump was exchanged for another unit. The event occurred in the intensive care unit. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.